Manufacturer narrative:
Eval summary: affected lot 62071190 has been recalled and is part of correction and removal report 1822565-05/25/2012-0004-r. Eval: no product was returned for review. No physical eval could be performed.

Event description:
It is reported that the wrong drill bit was packed. The package was to contain 47-4307-031-00 but contained a 47-4301-031-00.